Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a soft tissue ablation. It was reported that there was an issue with the vclas 001-4000 .4 mm core fiber 10 mm tip set. The laser reportedly wouldn't function, and upon further inspection, it was found that the sheathing inside of the packaging was damaged. They switched to another kit to proceed. Issue occurred intra/peri-operatively with 20 minutes delay to surgical time. There was no reported impact on patient outcome.